Manufacturer narrative:
(B)(4).

Event description:
It was reported when patient presented in-clinic for a scheduled follow-up, interrogation revealed inappropriate auto mode switching episodes due to far r-wave oversensing. A programming change to the device setting was recommended. The patient will continue to be monitored with regular follow-up. The patient condition is stable after the device check. No further information is available.